Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported left device rupture and "beginning to hurt". Device remains implanted.

Event description:
Patient reported left device rupture and "beginning to hurt". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. ¿ pain: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface. ¿ observed 40 mm dark patch edge material inside gel device. Additional, changed, and/or corrected data: g2, h3, h6.

Event description:
Patient reported left-side rupture and "beginning to hurt." The device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, d6b, h3, h6.